Event description:
The user has been explanted in 2016 already. The reason for explantation was an extruded electrode array into the external auditory canal. Reportedly, the electrode array perforated tissue of the eac, not the tympanic membrane. No anatomical condition or medical condition was reported that could lead to extrusion. The user didn't respond well to antibiotics and it was decided to explant the device. The user was not re-implanted.

Manufacturer narrative:
Based on the available information received from the field the device was explanted in 2016 due to an extrusion of the electrode lead into the external auditory canal. In situ measurements from the day of implantation show all channels working within normal specifications. No further information concerning the case could be retrieved from the field. Moreover, neither the device explantation report form nor the device will be received for investigation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted in 2016 already. The reason for explantation was an extruded electrode array into the external auditory canal. Reportedly, the electrode array perforated tissue of the eac, not the tympanic membrane. The surgical approach of at the implantation was an endomeatal approach. No anatomical condition or medical condition was reported that could lead to extrusion. The user didn't respond well to antibiotics and it was decided to explant the device. The user was not re-implanted.